Event description:
Symptoms due to urinary tract complications (cystotomies) [post procedural complication]. Seprafilm has prevented tissue healing [impaired healing]. Case description: spontaneous report received on (B)(6) 2010 from a physician (surgeon) via a company rep regarding 4-5 female pts of unk age, initials and relevant medical history. The pts each underwent a hysterectomy during which seprafilm was placed on an unk date within the past year. Anywhere between 6 weeks and 3 months post-hysterectomy, the pts have presented with symptoms due to urinary tract complications (cystotomies). The surgeon noted that indigo carmine was used during the hysterectomies to ensure that there was no ureteral or bladder injury so was baffled as to how the pts presented with cystotomies post-operatively. Since these events have happened within the past "year or so," the surgeon believed that seprafilm was causing the problems. The surgeon was also "convinced" that seprafilm has prevented tissue healing in the pts. No further info was provided. As of the date of receipt of this report, the pt outcome was unk. See MFR's number (B)(4) for other adverse event(s) from this reporter. MFR's comment: the benefit-risk relationship of drug seprafilm is not affected by this report.